Event description:
It was reported by the affiliate that the (1) atw35 was used during an unknown procedure. It was reported that the device did not cut and did not staple. The case was completed with another instrument and there was no consequence to the patient. (Two products were returned unopened).